Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per sop (B)(4) since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) has advised that the customer maintains equipment in house and have not requested service. Additional information has been requested, and a supplemental report will be submitted, if provided. The initial reporter is a getinge designee who has different contact details from that of the event site. However, contact details are not available at this time.

Event description:
It was reported that during a field action on the cs300 intra-aortic balloon pump (iabp) the getinge designee found that the iabp failed the k6, k6a, k7,and k8 leak tests and the autofill calibration. The batteries were expired as well. The iabp has not been cleared for clinical use.

Manufacturer narrative:
The customer has advised that the source of the problem was a defective balloon which was used for testing, and that the iabp has been repaired and returned to clinical service.

Event description:
It was reported that during a field action on the cs300 intra-aortic balloon pump (iabp) the getinge designee found that the iabp failed the k6, k6a, k7,and k8 leak tests and the autofill calibration. The batteries were expired as well. The iabp has not been cleared for clinical use.